Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/2/2021.   Additional information: d9, h6, h6 component code - no device problem found. H3 evaluation: a paper lid and a winding former with eight needle/suture combinations of product were received for evaluation. During the visual inspection of sample, paper lid and winding former no defects or foreign matter could be noted. The needles and sutures were removed from winding former and no hair was noted. The manufacturing records couldn't be reviewed as the batch number is unknown. The device performed without any defect noted. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable; please provide lot number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and suture was used. During the procedure, after opening the package, it was found that there had been a foreign substance like a hair in the sterile package. It was not used for the patient. There were no adverse consequences to the patient.